Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter stopped working occurred for (B)(6) . It was indicated the patient started their transmitter past the 'use by' date, which is off-label usage of the device. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed. A review of the share logs was performed and the allegation was confirmed for (B)(6) . The probable cause was determined to be a transmitter failed error. The reported event of the transmitter stopped working is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter stopped working occurred for (B)(4). It was indicated the patient started their transmitter past the 'use by' date, which is off-label usage of the device. Data was evaluated and the allegation was confirmed for (B)(4). The probable cause was determined to be a transmitter failed error. The reported event of the transmitter stopped working is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.